Manufacturer narrative:
(B)(4). Improper disconnection and reconnect of the patient is a known cause of this alarm. There was also a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain two of peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the alarm. During troubleshooting, the customer reported that the patient line became disconnected from the transfer set when they accidently got the patient line caught in a door. The caregiver capped the transfer set but did not have a mask on. The technical services representative advised the caregiver that they must always use aseptic procedures when connecting and disconnecting from the transfer set. The technical services representative assisted in ending therapy and reviewed proper procedures with the caregiver. There was no patient injury or medical intervention reported. No additional information is available.